Event description:
The hosp emergency room attended to a pt diagnosed as bradycardic with a heart rate of approximately 20 bpm. The device was used in an attempt to administer external pacing. The pacing function allegedly failed to turn on. A backup lifepak 10 defibrillator/monitor/pacemaker was made available and used. No electrical or mechanical capture was achieved. The pt also was not responsive to drug therapy. The pt expired. The attending physician indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.